Manufacturer narrative:
Aspen surgical received a report from the distributor indicating that product was found with seal issues. The actual device is available for evaluation, and the manufacturing lot number was provided for review. The investigation is ongoing. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.

Event description:
Complainant alleges "the sterile packaging is open."

Manufacturer narrative:
The actual device was not returned for evaluation, however pictures of the seal concern were provided. Also, part number and lot number were provided. There are seal verification procedures in place, and it was determined that they were not being carried out correctly before continuing with the next stage. The root cause is manufacturing error. The operators have been retrained, and new documentation controls have been implemented to indicate that the sealing operation was performed correctly, and by whom. If any additional relevant information is identified, it will be included in a supplemental report.